Event description:
It was reported that pump experienced malfunction alarm with code 16 and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was provided instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if issue happened again, which customer acknowledged and understood.